Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation. Reprogramming was unable to resolve the issue. The pt is to follow up with their physician regarding possible surgical intervention to be taken at a later date to address this issue.